Event description:
The clinician reports the implant was inserted ON (b)(6) 2025 in ADA 5. Details of surgery: Implant surface not completely covered with bone. On (b)(6) 2026 non-osseointegration was verified. Patient presented with bone type III. The device was forwarded to the manufacturer. At the event the patient experienced: Inflammation. No further patient complications were reported.